Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection and mechanical evaluation of the sample confirmed the reported condition as a leak air vent due to an observed leak from the filter housing vent hole after re-priming. The cause was unknown. The customer provided two lot numbers and a batch review was conducted on both and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set had leaked from the clearlink filter, during infusion. The concomitant medical products are currently unknown. There was patient involvement, however there was no report of adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a follow up report will be submitted.